Event description:
The hcp reported the patient had been receiving diamorphine intrathecally until 18 months ago. The patient had experienced an 'apparent episode of morphine withdrawal several months" ago. At 2 consecutive refills, the pump was found to be full. The pump was explanted and replaced and returned to the manufacturer for analysis. During explant, it was also discovered that the catheter had become disconnected.